Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. A field service engineer checked the station and found the power cable was not firmly connected. Reconnected the cable and the half-height cubic controller for drawers 2.1 and 2.2 did not display any power via the diagnostic lights on the back. Replaced the controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was not detected on communication bus and multiple auxiliary drawers would not be recovered. Customer stated that there was a delay in the dispensing of medication and they managed to get the medicines from other station. There were no adverse events or injuries reported based on this event.